Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid at ¿7 something¿ via an implanted pump for spinal pain. It was reported the patient¿s body felt like it was in withdrawal and the line was being ¿clogged¿ partially. It was noted four times this year he felt like he was in withdrawal because of the way his body felt, but he did not know if the line was clogged. The patient has an appointment on (B)(6)2018. It was also reported the patient has been down pretty bad this year because he had surgery on his neck instead of back where the pump took care of. It was also reported the patient¿s pain level was up this last week ((B)(6) 2018) and thought to contact the healthcare provider¿s (hcp¿s) office. The patient also had his next refill on (B)(6) 2018. The patient was to follow up with the hcp. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's catheter was clogged and he had known something was wrong. He went to the doctor, and they told him his catheter was clogged and they reduced medication by 50%. They would be scheduling a surgery appointment to replace the catheter. The patient knew the therapy wasn't working right but did not mention any symptoms. The catheter was clogged "for over 4 to 5 months." It was reported that the pump was stopped "for now." No further complications were reported.